Manufacturer narrative:
The manufacturer conducted a documentary review: product met its specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect "infection" and "thrombosis". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product). Item number, item description, lot number, expiration date, manufacturing date, UDI: h965451190, xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, 111485000, 06/2016, 10/04/2011, (B)(4).

Event description:
On or about (B)(6) 2012, patient underwent placement of an angiodynamics xcela product, model number h965451190, lot number 111485000. The device was implanted by (B)(6), pa-c at (B)(6) medical center in (B)(6). The device was implanted for the purpose of ongoing treatment for sickle cell diagnosis. On or about (B)(6) 2022, patient presented to (B)(6) medical center in (B)(6), after her blood cultures from the emergency room tested positive. Upon admission, patients medical team attempted to treat the infection. However, imaging revealed vegetation on the port, necessitating its removal. On or about (B)(6) 2022, patients defective port was removed by dr. (B)(6), m.d. At (B)(6) medical center. On or about (B)(6) 2022, patient underwent a procedure performed by dr. (B)(6) at (B)(6) medical center to remove two thrombi. Patient had developed a thrombus in her superior vena cava and another in her right atrium. Although patient received several units of blood, none remained after the removal of the thrombus from her right atrium. Due to potential complications, dr. (B)(6) was unable to remove the thrombus in patient's superior vena cava.